Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined both cutters failed the cut test and the roller and roller gear need replaced. The cutter gears and collars were replaced on both cutters, and the roller and roller gear were replaced on the mesher which resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
Incomplete mesh was reported for this mesher. Cutters are being sent with mesher. Investigation showed that the cutters failed the cut test. Living legacy foundation is a cadaver lab therefore, there is no patient involvement. There was no adverse event reported as a result of this malfunction.